Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, and the forceps elevator wire channel. The customer uses solvaness detergent during the pre-cleaning process. During the manual cleaning process, the customer did not indicate that a detergent is used however, the customer brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses nova clean brushes, lot number 2021110408vcbk. The scope is manually disinfected with solvaness disinfectant. For automated endoscope reprocessor (aer) treatment, a soluscope series washer is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored vertically in an unspecified storage. Olympus is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 188 colony forming units (cfus) of escherichia coli. During the second sampling, the scope tested positive for 67 colony forming units (cfus) of escherichia coli. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party testing, the device evaluation and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling date: (B)(6) 2022. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase-negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end cap cover -- - insulation < threshold. Bending section rubber glue --- separated, discolored. Connecting tube --- wrinkle. Coil plate plate --- dent. Key top 1 --- unclear indication. Universal cord --- wrinkle. Plug unit --- damaged housing. Flexible printed circuits (fpc) --- corroded. Scope connector cover --- corroded. Right left / up down knob --- angulation --- less or specified value. Biopsy channel --- wear and tear (replacement as preventive maintenance). Cds machine soluscope4. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.